Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code for voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed the mechanism behind fault code. Also, ts stated that they can obtain save to disk and advised that the device needs to be explanted. This ICD remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing and pacing functions of the device. The test for the shocking portion was invalid due to the low battery voltage. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Additional information was received that approximately seven months later, the code 1003 indicative of battery voltage too low for the projected remaining capacity was again observed. Disk analysis was done and it was recommended the device be changed out as soon as possible as therapy could not be guaranteed. The device was explanted two days later and no additional adverse patient effects were reported.